Event description:
It was reported that the right atrial lead was attempted to be implanted, however the patient's right atrium was reportedly electrically inactive and implantation was unsuccessful. The lead was not implanted and there were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.